Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer committed suicide at home. The customer was wearing the insulin pump at the time of death. The caller did not know the customer's blood glucose at the time of death. The caller stated that the customer's last recorded blood glucose value was on (B)(6) 2016 at 7pm, but the caller did not know the exact value. The caller stated that the customer did not use a glucose meter. The customer was not using sensors. The caller declined returning the insulin pump for analysis at this time.